Event description:
It was reported that the subject device had no image. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11, the device was returned to olympus for inspection and the reported failure no image was not confirmed. Based on the results of the investigation, since the malfunction could not be detected during inspection, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.